Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed and found no non-conformances. Because the device was not returned, mmdg was unable to complete an investigation. The initial reporter advised that the device would not be returned, as they had disposed of it.

Event description:
The initial reporter stated that the tubing broke and leaked on the pump. Mmdg made multiple attempts to follow up with the initial reporter, however, no other information was provided. (B)(4).